Event description:
The pt was implanted with a siltex saline mammary prosthesis on 11/6/96. Subsequently, the pt experienced a deflation of the device, capsular contracture and infection. The device was removed on 1/5/99.